Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4), h3: please see section d9 for when the device was available for analysis. H3, h6: a medtronic representative went to the site to test the equipment. The camera was replaced. The ndi toolbox was opened to co nfirm the operation of camera. The camera was tested with instruments and was working. Codes b01, c08, and d02 are applicable to this analysis. H3, h6: the camera was returned to the manufacturer for analysis. Through functional testing, visual/physical examination, and proceduralized device testing, the camera was found to have scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility and intermittent temperature sensor not functioning. There was a battery voltage low message along with bump detected and storage temperature exceeded. An electrical failure mode was identified. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a "localizer faulted" message. The network device interface (ndi) toolbox showed bump detector battery fault, bump detected, and storage temperature exceeded. The probable cause was noted to be camera complementary metal oxide semiconductor (cmos) battery failure due to age. There was no patient involvement.